Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. The sample was submerged into a container filled with water and it was observed the tube leaks air through the inflation lumen. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff check prior to use, air leak was found. A customer indicated there was no patient involvement.